Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging inaccurate erratic readings of "262, 202, 157, 181 and 178 mg/dl" obtained with the subject meter within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.